Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthese considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative:  corrected: h6 (device).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) claim letter received. Claim letter alleges pain, limited mobility, swelling, and the cement had separated from the tibial plate following the first surgery which resulted in a destabilization of the right knee. Cement manufacturer is unknown. Doi: (B)(6) 2017; dor: (B)(6) 2017; right knee.

Manufacturer narrative:
UDI: (B)(4). (B)(4). To capture medical device removal.